Event description:
Boston scientific received information that prior to an implant procedure, a capacitor reform was being performed on this device and afterwards, the device was found to be at elective replacement indicator (eri). No fault or error codes were present and the field suspected the battery had depleted prematurely due to being at eri. The device was never implanted or in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted that it was swollen in the high voltage capacitor area. Interrogation of device memory indicated that a charge timeout alert > 45 seconds had been recorded. The device case was opened, and visual inspection noted that one of the two high voltage (hv) capacitors was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing, likely caused by a low resistance pathway between anode and cathode. The root cause of the problem is under investigation, but may be the result of anode material puncturing the insulator paper that separates the anode and cathode electrodes, causing an electric field breakdown. This capacitor leakage problem impacted the device¿s ability to provide shock therapy because the hv capacitors could not fully charge, but brady pacing, telemetry, and other device functionality remained available.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.